Event description:
A pt reported they were unable to receive a reading on their surestep meter due to their meter allgedly powering off during use. There was no result on their meter as the pt was unable to test. No treatment was reported although the pt reported that they are insulin dependent. No further info has been reported. No serious injury or allegation of harm.